Event description:
Patient is a (B)(6) year-old female who underwent egd and a poem procedure for idiopathic gastroparesis on (B)(6) 2021. She developed abdominal pain, especially in the epigastric area and was found to have free air on CT of the abdomen and pelvis. She underwent exploratory laparotomy and egd which showed a 1 cm perforation in the gastric mucosa, it was successfully oversewn by ovesco clip. She also underwent exploratory laparotomy and lysis of adhesions and abdominal washout and repair of the gastric perforation. FDA safety report ID # (B)(4).